Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the accessory; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the sp arm drape displayed continuous error signs when camera was draped. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the sp instrument arm drape for failure analysis investigation. The accessory was analyzed and was installed on an in-house system, and all four sterile adapters were successfully installed without any issues or error messages. The accessory passed recognition and engagement. During installation, all four magnets were correctly placed on the in-house system, and the cannula adapter passed without any issues. A visual inspection showed no tears in the drape and no damage to the drape ring. The accessory was fully functional. No product issue was identified.

Event description:
Refer to h11 for follow-up information.